Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing with code 203 - pulse test fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed incoming functional testing with code 203 - pulse test fault. The cause for the test failure and code 203 was a broken c19 high-voltage capacitor lead on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The last pt to use this monitor did not report any deficiencies.